Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 11:50 a.m., the result from the meter was 5.1 inr. At 12:30 p.m., the result from a laboratory using dade innovin reagent was 3.4 inr. There was no allegation of an adverse event. The customer was not anemic or polycythemic, does not have antiphospholipid antibodies, not on direct thrombin inhibitors, no heparin, no illness, no new medication, no diet changes, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr . Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr , customer meter with masterlot strips: 2.1 inr . Donor 2: retention meter with masterlot strips: 2.6 inr , customer meter with masterlot strips: 2.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided that would point to a cause for the result discrepancy.